Event description:
Information received indicates, the bed has a high ground resistance reading.

Manufacturer narrative:
The technician found the power cord plug ground screw in the wire lug was stripped. The technician replaced the power cord plug to repair the bed.